Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had changed from 2 years to 3 months remaining in approximately one year. A request was made to analyze the device data. Boston scientific technical services (ts) reviewed the data and confirmed that the battery was depleting faster than expected with voltages lower than expected and consumption higher than expected. Device replacement was recommended within 90 days. This device was subsequently explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. This device has been returned and analyzed.